Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as an animal putting a hole in the tube connected to the dianeal bag during therapy and the patient continued therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with oral augmentin (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy with the augmentin was ongoing at the time of this report. Dianeal and extraneal therapies were ongoing. After six days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. At the time of this report, the patient had not been retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error caused by an animal damaging the tubing of the peritoneal dialysis device and the patient continuing to use the device for peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. In addition, the user is cautioned that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. To reduce this risk, the patient is cautioned not to perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.